Event description:
The feeding tube was placed on 11/18/94. During normal replacement on 12/28/94, it was noted that the distal end of the feeding tube was frayed and a small segment was missing. The missing part could not be seen on x-ray; therefore, it was felt that it had been passed.